Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported stent dislodgement appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, moderately tortuous circumflex artery. The 2.50x15mm xience sierra stent delivery system (sds) was advanced on an unspecified guide wire distal to the lesion but not deployed. The user decided to pull back on the sds, at which point the stent came off the delivery catheter. The catheter was removed, and it was noted that the stent remained on the guide wire. An unspecified 1.2mm balloon was used to expand the stent which was implanted in the proximal side of the circumflex in healthy tissue. The target lesion was left untreated. There was no adverse patient sequela reported. No additional information was provided.